Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high and undefined impedance, which triggered an impedance alert. It was also reported that the ra lead exhibited far field r-wave (ffrw) over-sensing, high thresholds and noise. It is suspected the ra lead dislodged. The ra lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that prior to explant the ra lead exhibited variable thresholds and variable impedance.